Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose was as low as 46 mg/dl. Troubleshooting for low blood glucose was performed. Customer advised they felt dizzy and they have weak vision while watching television. Customer treated their low blood glucose with a donut and apple juice. Customer advised they did a bolus delivery by accident which resulted in low blood glucose levels.